Event description:
It was reported that both the right atrial (ra) and left ventricular (lv) leads dislodged within a few months of implant. The lv lead exhibited unacceptable thresholds, and was repositioned into the right ventricular (rv) apex. The ra lead was explanted and replaced, and the lv lead remains in use. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.